Manufacturer narrative:
The field service rep could not determine a cause and ran calcium qc as pt samples. All results were within the lab's specifications.

Event description:
User received an erroneous calcium result for one pt sample. The sample appeared clear, but the results were not believable so it was repeated by pulling off some plasma from the original tube and putting into a sample cup. Initial result was 13.7 mg per dl, repeat result was 9.0 mg per dl. No treatment was received based on the erroneous results first generated because the erroneous result was not reported.